Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007 batch no: unknown. It was reported that product disconnected inappropriately at the junction between the pump segment and the safety clamp while drug was infusing. Per customer email: product disconnected inappropriately at the junction between the pump segment and the safety clamp while drug was infusing.

Manufacturer narrative:
H6: investigation summary: a sample was received and the customer's complaint of separation has been verified. A device history record review could not be performed because a lot number was not provided by the customer. The root cause of these separations remains unknown at this time however this separation has been known to be a result of improper loading techniques. It is to be stressed that the segment of tubing inserted into infusion pumps be loaded top to bottom and checked for clearance of pump door before infusion is to begin. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv tubing separated. The following information was provided by the initial reporter: material no: 2420-0007, batch no: unknown. It was reported that product disconnected inappropriately at the junction between the pump segment and the safety clamp while drug was infusing. Per customer email: product disconnected inappropriately at the junction between the pump segment and the safety clamp while drug was infusing.